Event description:
It was reported on (B)(6) 2012 that the handheld was showing an error message of "executing sql statement";. No further information was provided. The handheld, flashcard, and serial cable were returned to the manufacturer for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and during the analysis it was verified that the handheld would display sql error messages following interrogations. The cause for the sql errors is associated with an incompatible database version. The cyberonicsbu database was a pc2002 database, and it is not compatible with the pc2003 handheld. The cause for the database incompatibility is associated with the flashcard being inserted into multiple handheld devices. No other anomalies associated with flashcard software or databases were identified during the flashcard analysis.